Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. This follow-up report is to correct section b2 from the initial report where the death option was incorrectly selected as the outcome of the adverse event. Section h1 from the initial report and follow-up reports number one and number two is also being corrected since the "type of reportable event" was incorrectly marked as "death".

Manufacturer narrative:
Section b1 and section h1 was not correct in initial report. These sections were corrected with this report to indicate the pump's malfunction. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor and force sensor was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to perform the carelink upload due to critical pump error (open book image). Device had minor scratched display window, scratched display window cover, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay, cracked keypad overlay at the select button, cracked retainer and a corroded battery tube. Unable to perform the data analysis due to critical pump error (open book image) and unable to download anomaly. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial report was submitted without the entire failure analysis results. Below are the results: the insulin pump was received with a critical pump error and was unable to download due to a corroded electronic assembly. The motor and force sensor was also corroded. We were unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. We were unable to perform the carelink upload due to the critical pump error. The insulin pump had minor scratches on the display window, a scratched display window cover, a scratched case, a cracked case at the battery tube side, cracked battery tube threads, a pillowing keypad overlay, a cracked keypad overlay at the select button, a cracked retainer and a corroded battery tube. Unable to perform the data analysis due to the critical pump error and unable to download anomaly.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor and force sensor was also corroded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away on (B)(6) 2018; the customer became unconscious and fell into a pond. The customer's physician was unsure about the exact cause of death; however, hypoglycemia is a suspected cause. The customers blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.